Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ICD replacement procedure, the right ventricular lead exhibited an insulation anomaly. The physician proceeded with repairing the lead. The electrical measurements were normal. The patient's condition was stable.